Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response button dome was crushed causing an intermittent operation. The root cause of the damaged response button dome was physical abuse. There was no adverse event that resulted from the damaged monitor.